Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of over 700 mg/dl, high ketone levels, and vomiting blood. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the pump was stuck on the load menu and the customer was unable to complete the load process. The pump led the customer to the fill tubing screen multiples times and the customer was unable to load a cartridge. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.